Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after closing incision suture line in a left anterior total hip replacement, there was a post-op infection and drainage.